Event description:
Rptr is calling in reference to an accident involving a 3 wheeled electric cart. Rptr had undergone a bka and was scheduled to receive an electric wheelchair, but was given a 3 wheeled electric cart. On his first use of the cart, the rptr was exiting the sidewalk onto the yard when the cart tipped over. This accident resulted in a fractured rt arm. He was hospitalized for 4 days and in a nursing home for 6 weeks. His arm was placed in a sling. He continues to receive care for his arm. According to the rptr, the cart is not supposed to tip; however, he does state the literature warns against traversing ramps or slopes greater than 9 degrees. The rptr feels the cart easily tips and is dangerous. The MFR did repair the damage to the cart.